Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery had fallen from 43% to 11% in four months. This device was successfully replaced. No additional adverse patient effects were reported.